Event description:
A nurse reports that a broken haptic was noted on the intraocular lens (iol) after implantation. Enlargement of the incision was required to accomodate iol removal and replacement. Additional information has been requested.